Event description:
It was reported that during a low anterior resection procedure, the device's staple line completely fell apart when they placed the sizer. They had to hand sew the rectal slump and then did the end to end anastomosis. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.